Manufacturer narrative:
Testing of actual/suspected device (10): after testing and confirming that the monitor and data ram were the cause of the issue, the fse conferred with abroad regarding this reported issue, at which time it was said that the power supply could have been defective, thereby causing the reported issue. However, the customer opted out of ordering a new power supply and of further testing of the suspected defective power supply. The customer decided to continue to use the unit without resolving the reported issue since there was no other issue with the unit. The fse performed calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check performed by the customer and after the cs300 intra-aortic balloon pump (iabp) batteries were changed, the battery indicator on the screen showed the batteries empty. There was no patient involvement and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The monitor and data ram were tested in another iabp and the issue continued. Additional information has been requested, and we will report accordingly if it becomes available. The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that after the cs300 intra-aortic balloon pump (iabp) batteries were changed, the battery indicator on the screen showed the batteries empty. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.